Event description:
The wife of a male pt contacted lifecor customer support in 2006 to inform us that her husband had passed away that morning. She stated that he was wearing the device at the time, but is unaware of any of the details. She was not with him when he passed away. She stated that the cause of death was most likely heart and/or renal failure, but has not gotten confirmation on either. The pt had been in the ICU at the hosp, since two days before call.

Manufacturer narrative:
Background info: a male pt passed away while wearing the lifevest. He was using the lifevest after his ICD was explanted, due to pocket infection. The pt suffered from kidney disease as well. Pt report: the pt was hospitalized two days before his death and was in the ICU. His wife was not with him at the time, but stated he died of heart and/or kidney failure. ECG and flag analysis: time-17:01:27 flag/comments- device startup 2006. 05:36:42 bradycardia (less than 40 bpm) declared by the device. 05:37:06 no bradycardia. 05:38:15 bradycardia declared by the device. 05:39:51 detection flags show asystole in both channels (no system declaration). 05:40:14 detection flags stop showing asystole in both channels. 05:40:42 no bradycardia. 05:45:19 detection flags show ECG signal clipping in both channels. 05:47:09 detection flags stop showing clipping in ss channel. 05:47:38 detection flags stop showing clipping in fb channel. 06:12:28 detection flags show intermittent back falloff. 06:15:12 detection flags stop showing intermittent back falloff. 06:22:09 detection flags show asystole in both channels (no system declaration). 06:22:54 asystole declared by system. The ECG signal is dominated by large, periodic voltage swings for the first 540 seconds that abruptly stop. These voltage swings are close to one second in duration. Afterwards the signal is corrupted by noise, and no cardiac signal is visible. Conclusion: a man died while wearing the lifevest device. The fatal heart rhythm was likely asystole rather than a ventricular tachyarrhythmia. The downloaded flag files show the system detected bradycardia and may have been on its way to declaring an asystole event 40 minutes before the final ECG recording. The exact cause of the large voltage swings in the ECG is uncertain but may have been due to rapid chest compressions. The lifevest device operated as designed.